Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
An abbott field service employee stated that while straightening the metal air filter bracket in the pump bay area on the architect i2000sr analyzer, he cut his right index finger on the edge of the bracket through the nitrile gloves he was wearing. The bracket had become bent while re-installing the vacuum pump. While attempting to bend the bracket back into place, it slipped, cutting through the glove. The cut occurred directly after handling the solid waste container on the analyzer which performed (B)(6). The cut was cleaned and bandaged. The employee was prescribed a prophylactic antiretroviral drug and will be monitored with blood testing for 6 months.

Manufacturer narrative:
The field service engineer (fse) stated that the metal air filter bracket became bent while re-installing a rebuilt/repaired vacuum pump which is located beneath the bracket in the pump bay area. The procedure for installing the vacuum pump does not require contact with the vacuum filter and its bracket. The fse accidentally bent the unassociated part. When attempting to bend the bracket back into place, his hand inadvertently slipped against the bracket, cutting through his nitrile glove and cutting his finger. A review of historical quality metrics identified no similar incidents or trends related to replacement of the vacuum pump or the vacuum pump repair kit. No additional complaints were identified over the past 58 months relating to an injury caused by the edge of the vacuum filter bracket while re-installing a vacuum pump. Based on the results of this investigation, there is no indication of a malfunction or deficiency of the architect i2000sr, the vacuum pump, or the vacuum pump repair kit. Further evaluation of this incident is being conducted to determine whether there are any further actions that can be taken to mitigate risk of employee injury under similar circumstances.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred. .